Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure the leading haptic was folded like a 'stretched out question mark' and entered the eye slightly pointing downwards. The lens was implanted. After the lens was implanted, the surgeon noticed the capsular rupture. Additional information was requested.